Manufacturer narrative:
Calibration data showed no issues. Controls were failing on the day of the event and had no issues the day before. A review of alarm trace data showed abnormal probe aspiration and sample short errors. These are indicators of possible poor sample quality. The field service engineer found a hole in the air pump diaphragm. The air pump was re-built. The rinse nozzles were cleaned and the gear pump was adjusted. Precision testing was performed. Controls were run and were successful. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c 701 module. The sample initially resulted in a creatinine value of 1.35 mg/dl and it repeated as 0.76 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.